Event description:
The manufacturer received information alleging a patient required manual ventilation after a bipap vision failed to function properly. It was reported the device shut down and the display screen went blank. The reporting facility could not confirm if the device alarmed at the time of the event. The manufacturer has not completed their investigation into this event. A follow up report will be submitted when the investigation is complete.